Event description:
Packaging for beaver blade 6400 is improperly pealed. The front foil is not adherent to the back foil creating a source for contamination of sterile supply. Only 7 packs were found to be involved.